Event description:
The customer alleges that the blade, when attached to the dispoled handle, would flicker. The customer alleges lighting issues with the device.

Manufacturer narrative:
(B)(4). Evaluation: visual inspection: no outward signs of abuse or misuse observed. Functional inspection: the blade was attached to a known good, green spex fiber optic handle. The light source which is in the handle was transferred through the blad fiber optic pipe with no flickering or light interruptions. The complaint cannot be confirmed. Per the functional test, the blade doesn't show any signs of malfunctioning. This blade is designed to transfer light, not be the source of light. Flickering light would stem from a light source, not a light transfer.